Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value was 220 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. He was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer was advise to change the reservoir. The customer mentioned that the reservoir wouldn't fill with insulin, he tried again and was able to get it to work but insulin started squirting through the tubing connector and reservoir when trying to prime. Customer was advised to change the entire infusion set and reservoir.